Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance had decreased over the last year. It was also reported that thresholds and unipolar impedance couldn't be evaluated due to the patient being in atrial flutter. The lead remains in use and plan of care to be determined. No patient complications were reported as a result of this event.